Manufacturer narrative:
Results of investigation: vyaire medical performed non-invasive testing on the ventilator. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 120 hours of extended tests at the customer¿s settings. The ventilator also passed troubleshooting and the final test, which includes many alarm and ventilation functions. The event trace log dates range from (B)(6) 2017. The total number of records in the event trace log is (B)(4) records. The event trace log contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation. Due to the unit undergoing non-invasive testing only, the ventilator cannot be processed through a thorough service procedure. This ventilator is not certified for patient use. Per customer request, the unit was sent back to customer as-is.

Event description:
It was reported to vyaire medical that a patient passed away while connected to an ltv ventilator. There are no allegation of a ventilator malfunction. The ventilator did alarm at the time of the event, however, the customer is unsure what alarm occurred.